Event description:
It was reported that the device was in back up vvi mode. During the explant procedure the physician examined the rv lead and observed no high voltage impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt the device was interrogated and detected in hwvvi mode. The memory map indicated a micro reset had occurred due to parity errors. The cause of the parity error could not be conclusively determined.